Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces. The connector portion (a) measured 11.5 cm and the distal portion (b) measured 42.9 cm/43.5 cm (outer insulation/outer coil) with an extraction tool inserted/stuck in the inner coil. Visual inspection of the lead found external insulation abrasion due to friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil (at 15.0cm to 15.5cm from the distal tip) distal to the suture sleeve tie impression in portion (b). Further analysis found two external insulation abrasions due to friction to the device can breaching the outer insulation and exposing the outer coil (at 38.4cm to 39.0cm and 41.3cm to 41.5cm from the distal tip) proximal to the suture sleeve tie impression in portion (b). The cause of the reported event was isolated to the abrasions breaching the outer insulation and exposing the outer coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14619. It was reported that the patient was scheduled for a right atrial (ra) lead replacement due to noise. Upon interrogation prior to procedure, noise was noted on the right ventricular (rv) lead as well. The noise did result in over sensing episodes, and automatic mode switch was noted on the ra lead. Both leads were explanted and replaced. The patient was stable.